Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of woke up and 342 mg/dl at the time of incident and the current blood glucose of the patient is 367 mg/dl. Customer treated herself with manual injection. Customer also stated that they were experienced air bubble while troubleshooting. Troubleshooting was performed. The product will not be returned.